Event description:
The customer reported a bloody fluid onto the drip tray below the blood sampling valve (bsv) of the coulter lh 750 hematology analyzer. The fluid was contained within the instrument and approximately two milliliters was leaked. The healthcare worker interfacing with the machine was wearing personal protective equipment which included a laboratory coat and gloves. There was no exposure to healthcare worker uncovered wounds or mucous membranes and no injury was reported. No personnel sought any medical attention in association with this event. No patient results were affected by this event. No death or injury was associated with this event. There was an exposure plan in place at the facility.

Manufacturer narrative:
Service was dispatched to address this event. The customer had identified the source of the leak as disconnected tubing from the blood sampling valve (bsv). The leak was contained in the plastic spill protector so there was no danger of exposure. The customer replaced the tubing before arrival of the beckman coulter inc. Field service engineer (fse). The fse checked instrument and did not find any other issues. The cause of the event was a specific instrument tube having been disconnected at the bsv. No discrepant results were generated for this event however this specific failure mode may cause erroneous patient results to be generated upon recur. (B)(4).